Manufacturer narrative:
In this case, the returned device analysis confirmed the reported positioning failure of inability to curve and a ¿+¿ cable break. Additionally, it was noted that the ¿-¿ cable was broken and the tip was unable to straighten. The ¿+¿ and ¿-¿ cable breaks resulting in positioning failure associated with inability to curve and straighten the distal tip may be related to a potential product quality issue; therefore, exception (issue) 132669 was initiated to evaluate whether a product issue exists. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot. Additionally, a review of the complaint history identified no similar complaints reported from this lot. The investigation determined the ¿+¿ and ¿-¿ cable breaks resulting in positioning failure associated with inability to curve and straighten the distal tip may be related to a potential product quality issue. The issue is being addressed per internal operating procedures. Abbott will continue to trend the performance of these devices.

Event description:
It was reported that during preparation of the steerable guide catheter (sgc), the guide would not bend while applying the plus knob. It was noted a cable break was suspected. Therefore, the sgc was not used and was replaced. There was no clinically significant delay in the procedure.

Manufacturer narrative:
The device is expected to be returned for evaluation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.